Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infection at the abutment site as well as pain. Subsequently, the patient was prescribed oral antibiotics (dates not reported). The implanted device remains.

Manufacturer narrative:
Correction: the patient did not experience recurrent infections, not was prescribed oral antibiotics as previously reported. Correction: the patient is not bilaterally implanted as previously reported.